Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 27-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00603. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4 mm x 39 mm enterprise®2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was observed that only the stent component was returned for evaluation. The delivery wire and the introducer were not returned. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue documented that the stent was impeded in the proximal section of the microcatheter cannot be evaluated through a functional test. In addition, the returned component did not present any damage to suggest that was forcibly advanced because of the resistance encountered during the procedure. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. The detachment condition is suspected to have appeared during the post-operational handling of the device since it was not originally reported in the complaint; however, this condition is not considered related to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8028676. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. The introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00602 and 3008114965-2023-00603. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8028676. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report number is: 3008114965-2023-00603. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient presented with an aneurysm underwent an endovascular embolization procedure. During the procedure, a 4 mm x 39 mm enterprise®2 stent (encr403912 / 8028676) was impeded in the proximal section of the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be further advanced. The physician removed the microcatheter and the enterprise stent from the patient¿s anatomy and switched to new devices to complete the procedure. It was reported that the procedure was prolonged by approximately 20 minutes. There was no report of any negative patient impact. The complaint included one photo of the one of the complaint 150cm x 5cm prowler select plus microcatheter. The cerenovus sales representative provided additional information on 28-aug-2023. The information indicated the location of the target aneurysm was unobtainable. Before the reported kinked / bent was observed on the microcatheter, a continuous flush had been maintained through it. When the stent was removed from the patient after the second attempt to use it, it remained in the microcatheter. Nothing unusual was noted about the system prior to use. The replacement stent was another 4 mm x 39 mm enterprise®2 stent (encr403912); however, the replacement microcatheter was not another 150cm x 5cm prowler select plus (606s255x). Per the additional information, the replacement microcatheter was ¿a domestic product.¿ information whether there was any prolonged hospitalization or any negative impact to the patient was alleged could not be obtained. The physician did not consider the 20-minute procedure extension to be clinically significant. On 01-sep-2023, additional information was received. Per the cerenovus sales representative, the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) was discarded and is no longer available to be returned.